Manufacturer narrative:
(B)(4). The complainant that notified (B)(6) was not identified due to confidentiality reasons.

Event description:
During central venous access puncture of the double lumen catheter 7f x 20cm, the tip of the dilator was blunt, unable to penetrate the patient's skin for dilatation and the same twisted while the guide wire was being removed.

Event description:
During central venous access puncture of the double lumen catheter 7f x 20cm, the tip of the dilator was blunt, unable to penetrate the patient's skin for dilatation and the same twisted while the guide wire was being removed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.